Manufacturer narrative:
The pump powered up properly after battery installation. There was no constant tone, pitched buzzing, audio beep anomaly or blank display noted. The pump was received with normal operating currents. The pump passed self-test, unexpected error test, rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 lbs. During prime test due to faulty force sensor resistor. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display and issues with audio beep anomaly. The customer's blood glucose level at the time of incident was 183mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.